Event description:
It was reported the pt was experiencing nausea, sedation, chills and hot flashes following a refill the week before. The medication used in the pump was changed from morphine and another unk drug to dilaudid during the refill. Add'l info has been requested from the health care professional, but was not available on the date of this report.